Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Unable to verify off no power alarm and perform displacement, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a no power and blank display from the insulin pump. The customer's blood glucose level was 240 mg/dl. The customer stated that he changed his battery and woke up to a blank screen. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.